Manufacturer narrative:
It is unknown if the affected device will be returned to the manufacturer for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported the grasping forceps broke mid-way through a procedure. No negative impact in state of health reported.

Manufacturer narrative:
It was determined that customer will not be sending in the device for evaluation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).